Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's battery gauge was "jumping around". The customer's blood glucose (bg) level was 195mg/dl. Additionally, it was reported multiple occlusion alarms occurred. An infusion set change was performed and the occlusion alarms continued. The customer's bg level was 209mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Tandem technical support educated the customer in regards to occlusion alarms. The customer expressed their concern that the occlusion alarms may be due to an issue with the pump. The customer declined further troubleshooting the issue and stated an infusion set site change would be performed. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.